Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 12/27/2015. The fse phoned the customer. The fse had customer check needle and observe sample in dilution well. The customer found that the sample needle was partially blocked. They cleaned it out, but the problems persisted. The customer was sent a new sample needle. The customer installed a new sample needle. The customer ran qc (quality control) and patient samples with no issues. No further actions were required by tje fse. The most probable cause of the reported event was the sampling unit, failure of sample needle. (Blocked needle)

Event description:
On (B)(6) 2015 a customer reported low total areas with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) spoke to the customer to troubleshoot the event which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.